Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot. The FDA database shows that recall z-0567-2016 was instigated in 2015 on product manufactured in broken bow. This is not the same issue. Conclusion: based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd vacutainer® k2 edta tubes were having clotting problems. The customer wondered if there was any link to a recall the previous year. No serious injury or medical interventions reported.